Event description:
It has been reported that the rotational movement was stopped during a procedure. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, during a diagnostic coronary procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that during stand right anterior oblique (rao) movement, geometry error occurred. Upon functional testing, fse found issues with the power and control unit (pcu) relay error. The fse replaced motor voltage regulator (mvr) high power board. After replacement of the mvr high power board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.